Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
B5 (updated blood glucose information)

Event description:
There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered too much insulin during boluses. There was no adverse impact to the customer's blood glucose (bg) level. The customer declined to perform troubleshooting with tandem technical support.